Event description:
The caller reported that the insulin gauge on their pump displayed a different amount than expected, with a discrepancy greater than 30 units. The reported fill estimate was 0, whereas the caller expected it to display 140 units. There was no adverse impact on the customer¿s blood glucose level. The customer resolved the issue by loading a new cartridge and agreed to receive an email with links to cartridge load resources. Cts instructed the caller to reach out again for troubleshooting assistance if the issue recurred.